Manufacturer narrative:
The reported complaint is inconclusive as the device was not returned for evaluation. In regards to the observation that there was no leak alarm when the dressing lifted, it is most likely due to the rate of leakage still being within the acceptable limits. The alarm is designed to trigger only when the rate of leakage exceeds the threshold. Per the current user manual, under specific circumstances, a significant air leak may occur in system without device activating a high flow/leak alarm. This may be due to partial blockage between source of air leak and device, prohibiting detection of the leak by device. As a result, the alarm will not activate. It is important to check a wound dressing regularly to ensure it is fully compressed and firm to the touch. The root cause of the issue cannot be determined with confidence. The user manual for the pump and the instructions for the kits provide additional warnings and precautions about the therapy and monitoring.

Event description:
It was reported that while using the device the dressing became dampened and lifted. It was also reported that the device did not sound an alarm.